Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the rv (right ventricular) lead's threshold had increased. The ventricular amplitude for the lead was reprogrammed and the lead remains in use. Patient is part of the system longevity study (sls). No patient complications have been reported as a result of this event.